Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: extension.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The rep reported that the patient's ins and extension were replaced due to abnormally high therapy impedances, leading to rapid battery drain. The rep reported that the pre-optherapy impedance showed inconsistent high but not out of range results. The rep reported that the impedance issues were resolved at the time of this report. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.